Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 36 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer will returned device for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).